Event description:
It was reported that an arteriotomy closure of the common femoral artery was attempted using a proglide after an interventional procedure. Reportedly, the device could not be removed from the patient anatomy. The foot was closed and opened several times; however, the device could still not be removed. The device was wiggled out of the patient anatomy. Manual arterial compression was applied to achieve hemostasis. A 6fr sheath was used. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the proglide device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned device found both cuffs were still attached to the link and respective needle tips. During the investigation of the device, the lever was activated several times and the foot deployed and parked without a problem. There was no abnormal observation found on the returned device that could have contributed to the reported event. The foot is a single piece that pivots on a ball jointed actuator wire. When deployed the foot raises out of the guide with anterior portion pointing distally and the posterior portion pointing proximally. The foot will remain in that position until parked (retracted into the guide); where the lever is also flush with handle. If there was obstruction to prevent parking, the direction of the foot could result in the anterior foot portion pointing up and catching tissue during withdrawal of the device and this will result in difficult to remove the device. During the manufacture, the device was inspected and verified the foot operates smoothly and is flush within the guide when the lever is activated. Based on the investigation findings, the device was deployed successfully and performed according to specifications; therefore, the cause could not be determined. Review of the device lot history record did not reveal nonconforming material records associated with this lot which could have contributed to the reported event. A query of the complaint handling database was performed and there does not appear to be an indication of a product quality problem.

Manufacturer narrative:
(B)(4). Operator not trained and no femoral angiogram was taken. The device is expected to be returned for investigation. It has not yet been received. A follow up report will be submitted with all additional relevant information.